Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the safety switch was stuck. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.